Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of blisters, itchy red skin and a burning sensation while using the universal patch. The patient did seek medical treatment and was advised to treat the irritation with an unknown prescription medication. There is no report that the patient took a break or discontinued service. The patient followed skin preparation instructions and reported having skin sensitivities or allergies to adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity and/or allergies to adhesives. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation in the form of blisters, itchy red skin and a burning sensation while using the universal patch. The patient did seek medical treatment and was advised to treat the irritation with an unknown prescription medication. There is no report that the patient took a break or discontinued service. The patient followed skin preparation instructions and reported having skin sensitivities or allergies to adhesives.